Event description:
New information received notes the implantable cardioverter-defibrillator was not related to the exacerbation of heart failure and ongoing dyspnea on exertion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing exacerbation of heart failure and ongoing dyspnea on exertion. It was unknown if the issues were related to the implantable cardioverter defibrillator. The dyspnea was improved with medications but was noted to still be ongoing.